Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring was missing. Customer stated that the reservoir was not able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap / reservoir locked properly in place and passed displacement test. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. However, retainer ring is present and not missing from visual inspection. No cosmetic damage noted at retainer ring. (B)(4).